Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, on february 23, 2004 the patient notified the surgeon that the flange fixture with abutment had fallen out. The surgeon reported that infection (type not specified), irradiated bone, and that the patient was a smoker caused/contributed to the loss of the fixture. The patient was reimplanted in 2005 with a new flange fixture and abutment. The patient was fitted with a baha sound processor 3 months later. The device was not returned for analysis.

Manufacturer narrative:
This is a final report. Labeling: the type of event is addressed in the device labeling.